Event description:
It was reported that during testing, the epg (external pulse generator) was not able to deliver pacing, despite changing the patient cable and battery. The output terminal was suspected to be the cause of the issue. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). Analysis could not confirm the reported event. Device passed all incoming functional testing. Battery contacts are compressed. The ring is bent. Main printed circuit board connector is broken. Battery release, battery drawer, and keyboard pad are contaminated. Upper and lower cases, ring cover, and two side bail covers are broken.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.